Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Impedances the week of 13-jun-2016 are out of range and variable up to 1952 ohms.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. It was questioned whether there was a lead or implantable cardioverter defibrillator (ICD) head problem. The lead was capped and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.